Event description:
It was reported that pump displayed recurrent malfunction alarm malf 1, with at least three occurrences on same pump and no notable events before issue, while caller declined to provide information on blood glucose impact. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged replacement pump under warranty with updated software, instructed customer to place current pump in storage mode and return it within 10 days using pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.